Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: added associated contact and initial reporter device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that procedure was performed due to degeneration of the vertebral body. There is no plan to perform another surgery to remove the sheath of balloon that was remained in the patient's body, because per surgeon sheath is sterile in the vertebral body. Concomitant device reported: access kit 10 g diam tip side-open double (part # 03.804.514s, lot # 19b01-2, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.804.701s, lot: 0518084, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 12 july 2018, expiry date: 01 june 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: ndn. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a spine procedure performed on (B)(6) 2019, when filling the synflate balloons, both balloons burst and the fluid (nacl with contrast agent 2: 1) escaped into the vertebral body. During removal of the balloons, the sheath of the one of the defective balloons tore off the instrument and remained in the vertebral body of the patient. The other defective balloon could be completely removed from the vertebral body. There was a surgical delay of fifteen (15) minutes reported. Additional x-rays were taken during the procedure. Defective items were replaced by new identical items and the procedure was successfully completed. Patient¿s outcome is unknown. Concomitant device reported: unknown instrument (part # unknown, lot # unknown, quantity 1). This report is for one (1) synflate balloon/medium-sterile. This is report 2 of 2 for complaint (B)(4).